Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast pain and disfigured. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old african american female patient, who's undergone primary breast augmentation with two 550cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade unknown), post-procedure. The breast was described as painful and disfigured. As a result, the patient underwent implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On november 1, 2021, mentor received additional information indicating that the correct date of explantation was on (B)(6), 2021 and that the patient underwent bilateral removal and replacement with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9576994 sn: (B)(6) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9588354 sn: (B)(6). On november 11, 2021, the mentor failure analysis lab received two devices with the same lot numbers for evaluation. It was not specified which device belonged to the right breast, so both implants were analyzed. On november 14, 2021, the product investigations were completed. Device investigation summary (device 1): the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 550cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device investigation summary (device 2): the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 550cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).